Event description:
A customer reported that prior to a procedure the cassette was leaking into the laser. The console was exchanged to proceed with the planned surgery schedule.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).